Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. On (B)(6) 2017: during follow-up, it was reported that the customer would use manual injections for diabetes management while the replacement pump was received.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. There was no known impact to the customer's blood glucose (bg) level. No additional information regarding this event was provided.